Event description:
Xia polyaxial screw broke and patient needed a revision surgery to replace the broken screw. The breakage happened 16 months after primary surgery was performed.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review, risk assessment. Results: it was confirmed that the xia polyaxial screw was broken via visual inspection. A likely cause of the screw breakage can be from applied load over time causing the screw to fatigue, loosen and break. The degree or success of union, loads produced by weight bearing and activity levels will, among other conditions, dictate the longevity of the implant". It is unknown whether or not fusion occurred between the primary and revision surgery. Conclusion: there were no non-conformances or manufacturing issues at final inspection of this product. The exact cause of the event cannot be determined and is likely multifactorial.

Event description:
Xia polyaxial screw broke and patient needed a revision surgery to replace the broken screw. The breakage happened 16 months after primary surgery was performed.